Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 43 mg/dl at the time of incident. The customer's blood glucose was 104 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.